Event description:
A resident in rptr's nursing home was found at 0100am 9/11/95, having suffered a spiral fracture of the distal 1/3 of the right femur, which required immediate hospitalization. Investigation revealed no evidence of abuse or neglect. Further investigation revealed that the resident's bed is fitted with full-length side-rails, which, when the head of the bed is raised, creates an open space between the bottom of the rail & the mattress at the ctr of the bed. When the the head of the bed is then lowered, the rail moves down, & the space is again reduced. Our conclusion is that the most probable explanation for the fracture is that her right leg was positioned in the aforementioned "open-space" when the head was raised, & was caught between the rail & mattress when the head was later lowered.